Event description:
The account alleged the wrench and lockouts are on and the bed is showing eight flashes on both sides. No leads are lit on the power supply. The account found bare wires on the left coiled cable.

Manufacturer narrative:
Repairs have not been completed.